Manufacturer narrative:
Corrected data: upon further review, it was noted that section h6 was addressed inappropriately in the initial MDR report. Therefore, this supplemental filing is to correct the device code in section h6 from code 1384 (mechanical problem) to code 1670 (use of device problem) as the customer removed the lens from the cartridge with the intention to use the device. However, haptic damage observed prevented using the lens. The following section has been updated accordingly: section h6 - device code(s): 1670 - use of device problem. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown, as information was requested but not provided. Section d6a - implant date: n/a - lens was not implanted. Section d6b - explant date: n/a - lens was not implanted. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded toric intraocular lens (iol) was stuck to the cartridge, and the injector failed to displace it. The account indicated multiple unsuccessful attempts to release the iol using ophthalmic methylcellulose. The cartridge was removed and the iol was detached with a clamp, during which a malfunction was observed in one of the lens haptics which appeared cracked under the microscope. Through follow-up, we learned that the cartridge tip was in contact with the patient's eye. To avoid complications, another lens with a similar diopter was used. The patient was not affected as a replacement iol was implanted. No further information provided.